Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined it is likely that the synchronous circuit of the patient board failed due to age-related deterioration or accidental factors.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. When tested, the unit did not produce an image with an olympus series 180 scope. The cause was isolated to faulty printed circuit boards.

Event description:
A user facility reported to olympus that the device would not display a camera image and a little bit of a glimmer of light was observed as if the brightness of the video processor was turned all the way down. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.